Event description:
It was reported that there was confirmed motor stall in the attention dialogue box. A motor stall recovery was also recorded. The motor stall was caused by the patient having an MRI. The stall occurred in 2009 during an MRI and the log did not show the recovery until the pump was interrogated two months later. There was no reservoir volume discrepancies of alarms.

Manufacturer narrative:
.